Event description:
It was reported by service report that the cot has a leaking hose. It was further reported the outer rail and the weight label was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: rod side hose.